Manufacturer narrative:
B5: the patient was given prophylactic antibiotics as a precaution. H10: a batch review was conducted for lots h22c10064 or h21i01103 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the peritoneal dialysis (pd) transfer set. It was further described as "dark blue part of the transfer set was dislodge from the main central part". This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.